Event description:
Procedure: anterior resection. After firing the instrument, the donuts were not intact. The device was fired properly by the surgeon. The device was replaced and another anastomosis was done. Little leaking was reported and the case was delayed by more than 30 minutes due to the poor donuts. No further patient consequence or surgery issue was reported. The device will be returned for further evaluation.